Manufacturer narrative:
Beginning 05/31/2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/09/2011 and has no repair history at zimmer surgical. Eval of the device observed that the hose was gouged at multiple locales along the length of the hose. Customer returned four width plates; minor galling of the bottom corners of the ovular slots on the back surface of the 1" width plate was observed, indicating evidence of over-tightening. The 2", 3" and 4" width plates had no visible issues. Nicks were noticed along the leading edge of both the head and control bar. In addition, the master blade was not flush with the control bar. Prior to repair, the device was within calibration spec at all tested settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome had skipped. Add'l clinical f/u with the customer indicated that the original harvested graft was damaged and an add'l graft was harvested using the reported device without issue. The reported device was used to complete the procedure and there was no pt injury or medical intervention as a result of the device skipping. The surgeon moved to another harvest site to collect the add'l graft harvest, however, the surgical time was extended by 30 minutes.